Event description:
Per the clinic, the patient experienced open circuit on 7 electrodes, poor performnace with implanted device, absence of auto-nrt, and no behavioral response to sound during the initial mapping on (B)(6) 2025. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.